Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, chronic pain and surgical intervention for mesh explant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent umbilical hernia repair surgery with the implant of an unspecified bard/davol ventralex mesh on (B)(6) 2009. It is alleged that further to implantation of the product, the patient suffered the development of chronic pain and hernia recurrence. It is alleged that the patient underwent reparative surgery, including explants of the mesh on (B)(6) 2020. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges that the patient experienced severe pain and suffering, including chronic pain. It is also alleged the patient was treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics and rest. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation and will continue to require other forms of medical care. It is also alleged that the device was defective.